Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert tone from the device. It was noted that the right ventricular (rv) lead had high impedance due to a possible lead fracture. It was also reported that the rv lead was tunnelled from the implanted abdominal can to the left pre-pectoral position. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary #product ID# 6937-58, the full lead was returned, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.